Event description:
It was reported that during an ectopic pregnancy procedure, the cartridge slipped out of the device during use. Another device was opened and the same thing occurred. The cartridges were retrieved. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired with out any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded into the device without any difficulties and did not slipped out of the device during functional testing. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.